Manufacturer narrative:
The device was manufactured august 10, 2017 ¿ august 11, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The reporter stated that the device failed to empty completely. The volume of fluid remaining in the device was unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.